Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f. Hemostasis was achieved with the pre-placed proglide sutures. Additionally, the sutures of two proglide devices were pre-placed in the calcified left common femoral artery (lcfa) via a 6f sheath. Resistance was noted during advancement of the 14f device sheath. Resistance was also noted during removal of the 14f device sheath then the two pre-placed sutures broke. A cut down was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.